Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator did not alarmed when the mask get disconnected from the patient. The patient desaturated and expired.

Manufacturer narrative:
Several attempts to obtain information have been made but customer has not provided enough information to determine a root cause of the reported event. The determination could not be made that the device failed to meet specifications, and the device is used for treatment. The v60 ventilator was in use, and there is a relationship of the device to an adverse event.